Event description:
It was reported that the device was used during a lap cholecystectomy procedure. The clips stayed open and 2 clips dispensed at same time. Another device was used to completed the case with no patient consequences.

Manufacturer narrative:
Tracking # 457133-0. Date sent 7/7/2006.